Event description:
The user facility reported an 82-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. Prior to impella explant, post procedure, the patient was noted to have large hematoma at left femoral artery (lfa). Interventional cardiology (ic) gained wire access and explanted the pump while leaving sheath. Attempts at per-close x 2 failed and plan for dry close and covered stent. The patient had large blood loss and required packed red blood cells. Ic successfully placed covered stent to lfa impella access site.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the access site bleeding ¿ major has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. Based on the clinical data reported, the root cause of the access site bleeding-major cannot be determined due to insufficient clinical information and lack of product returned.